Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 4 fr single lumen powerpicc catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. A circumferential split was observed in the catheter between the 5 and 6 cm depth markers, and the catheter was observed to be kinked at the location of this split as well as approximately 6 cm distal to the split. The ink on the extension leg as well as the 4-8 cm depth markers was observed to be faded or missing. A microscopic observation revealed the edges of the split were rough but mostly straight and slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be less lustrous leading up to the edges of the split as well as the crease in the kink distal to the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ h3 other text: evaluation findings are in section h11.

Event description:
It was reported last week we had a line that fractured. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt4130 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported last week we had a line that fractured. No other information was provided.